Manufacturer narrative:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a saber balloon ruptured at 8 atmospheres in the target lesion shunt site. The procedure was finished successfully and there was no reported patient injury. The patient¿s information was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. One non-sterile unit of saber 7mm4cm 90 was received coiled inside a plastic. The saber device was received inserted through an unknown sheath introducer. Per visual it was noticed that the balloon was received burst and separated and the saber inner body distal section was found elongated in 8.5cm. No other issues were found. Unit was sent to sem analysis in order to found the potential cause of the balloon burst and separation with the following results: ¿results showed that the external surface presented evidence of scratches and abrasion marks near to the balloon burst condition and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the burst and rupture conditions found on the received balloon. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. The complaint reported by the customer as ¿balloon ¿ burst¿ was confirmed by the condition of the received balloon. The cause of the balloon burst and the radial rupture found could not be conclusively determined during the analysis. However, neither the product analysis nor sem analysis results suggests that the failure experienced by the costumer could be related to the manufacturing process since sem analysis results showed that the external surface presented evidence of scratches and abrasion marks near to the balloon burst condition and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the burst and rupture conditions found on the received balloon. The cause of the inner body distal section elongated condition could not be conclusively determined during the analysis. However, the product analysis results do not suggests that the failure experienced by the costumer could be related to the manufacturing process. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. Procedural and handling factors may have been contributed to the elongation found on the saber inner body. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, the balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a saber balloon ruptured at 8 atm in the target lesion site. There was no reported patient injury. It is unknown how the procedure was completed however, it was finished successfully. The target lesion was the shunt. The patient¿s information was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.